Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp device was inserted through the left femoral artery in a patient undergoing high-risk percutaneous coronary intervention, with plans to maintain support for heart recovery. On the third day of support, the patient experienced a run of ventricular tachycardia, and additional medications were started. Reddish-colored urine was observed and hemolysis was suspected. After the impella device was repositioned, the hemolysis resolved. The patient remained on support for six additional days, recovered, and the device was successfully removed.

Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in b1 (is product problem) to capture the malfunction code.

Event description:
Additional information received:on 24-nov-2025, there was a report of p-00773252 on 11/24/2025 runs of vt on, started lido and heart has stabilized. Epi and levo still at .17 and .27 respectively, unable to wean down. Echo today, ef decreased from 44 to 40 to 30% over the last few days. Urine dark, requested ldh or pfhg to check for hemolysis. Involving an pump 381 pump set (us) at st. Marks hospital.1. What interventions were performed to address the alleged complaint event(s)? Were the interventionssuccessful? If not, how was the alleged issue resolved?-lido was started and vt subsided. Pt also on ECMO.is the device available for return? -device no able for returnis there any other information available regarding this abiomed product use/for this patient?-no